Event description:
It was reported that the user experienced repeated ¿unable to proceed¿ alerts during a supply change and fill tubing, consistent with an occlusion or complete blockage associated with the tubing component; after performing a dry run, replacing supplies, and then starting over with all new supplies, the supply change completed and insulin delivery resumed, though the user later reported persistently high blood glucose. Symptoms included hyperglycemia, headache, and irritability. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed a communications problem identified and a medical device problem consistent with complete blockage localized to the tube component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.